Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm maryland bipolar forceps instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a broken conductor wire at the clevis hole location. The instrument failed the electrical continuity test, confirming a complete break in the wire. The internal wire was exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show any damage, which might suggest potential mishandling or misuse of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during central processing, the maryland bipolar forceps had the power cable torn. No defect during and after the operation. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the instrument was checked before installation and no apparent damage was found. The damage was only recorded in the packing area during preparation. There was no report of loss of coagulation by the surgical team. There was no thermal damage to the surrounding tissue observed during the procedure and no flying sparks. Slight collisions were possible, but no error message and no strong collision of the instruments. There were no problems when removing the instrument from the trocar. The procedure was completed with the same instrument.